Event description:
It was reported that during a nephrectomy procedure, the surgical tech reported that the clip misfired and did not form correctly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: what is meant by "clip misfired and did form correctly?" Please provide additional information to clarify what happened with device/clips. Typo, clip misfired and did not form correctly.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.